Event description:
Adverse event(s): "lens was never loaded or implanted" (no consequences or impact to patient). Product problem(s): "a black dot noted on lens when opened" (foreign material present in device [iol (intraocular lens) implant]). A technician reported that the surgeon noted a black dot on the intraocular lens (iol) upon opening. The iol was never loaded or implanted and there was no patient impact.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The optic had an imbed at the edge-rejectable. The product did not meet release criteria. The complaint will be reviewed with the appropriate inspection personnel. There have been no other complaints reported in the lot number. Additional information was requested on 04/23/2010 and 05/12/2010 phone and mail. A completed questionaire was received on 05/11/2010. (B) (4). (B) (4).